Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-00350. Please see medwatch report # 2210968-2012-00350 for all information regarding this event.

Event description:
It was reported that a patient underwent total cystectomy and a drain was placed under skin on (B)(6) 2011. On the next day after surgery, it was found that the drain might be clogged. After the drain was removed, the patient's fluid drained from the insertion site. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: j1022459: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01626. The same patient is represented in each medwatch.